Event description:
Patient presented to the physician with a burning pain at the ipg pocket. Physician prescribed pain medication.

Event description:
Patient presented back to the physician with continued pain at the ipg site. Physician brought the patient into the or and removed the entire inspire system.